Event description:
The patient claimed that the up buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump was returned with the following findings: the "up" button was responding intermittently. Product analysis removed the keypad and found adhesive under the contacts and inverted "up" contact.